Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer received multiple replacement ilet pumps and the newer color unit did not charge, while the unintended black-and-white unit powered and was used instead. Symptoms included no adverse clinical effects. Outcomes included continued therapy using the functioning black-and-white device without interruption. Investigation included internal review of device exchange logistics and user reports of charging failure. Investigation of this device revealed a charging failure on the color ilet replacement, whereas the black-and-white unit functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction related to charging functionality.